Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information was requested and the following was obtained: was the firing able to be visualized? --- no information from the hospital. What was the target tissue being fired on? --- rectum. Please confirm; does the doctor believe that the cause of the bleeding was from the device malfunction? --- not malfunction. Dr. Mentioned there was no problem on the firing for rectum. But dr. Mentioned the bleeding occurred when closing the device, but dr. Didn¿t know whether the tip of the device might damage the blood vessel. What is the current patient status? --- no problem. Another additional information; blood transfusion included rbc 10 units, ffp 8 units, platelet preparation 10 units and albumin preparation 250 ml * 2.

Event description:
It was reported that during a laparoscopic low anterior resection, the blood was spooled at the bottom of the pelvis when the jaws clamped the target tissue several times to cut at one firing. The target site was cut and stapled properly at one firing. Then, the bleeding seemed to stop. However, severe bleeding was confirmed again when the isolation was performed on the colon. Also, severe drop in blood pressure was confirmed. Eventually, open operation was performed to stop the bleeding. The bleeding was from venous plexus of the front of sacrum. Blood infusion was performed, then, the bleeding was stopped with gauze for a while, but the bleeding didn¿t stop. And the bleeding was stopped with an electrical scalpel. Another competitive device was used to anastomose the colon and rectum. The amount of bleeding was about 5,000 cc and the blood transfusion volume was about 2,000 cc. The covering stoma was performed. The doctor commented the device damaged the venous plexus in front of the sacrum when the device cut the target site though the event could not be detected on video monitor. There was no comment on the malfunction of the device from the doctor. The doctor thought the bleeding was occurred because of the procedure. The doctor used the powered echelon first time, but he had used the old type of echelon (not powered). The patient is in the hospital.

Manufacturer narrative:
(B)(4). Batch # p55m5v. The analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.